Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2011, two titanium self tapping cortex screws were inserted using a modular hand set. Both screw heads had shorn off. Reportedly, not a lot of force was being applied and the heads came off. The broken parts were retrieved and returned. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number, the device history records review could not be completed. The measurable dimensions of the screws could not be checked for its specification as there was neither article nor a lot number provided. The same applies to the examination of the raw-material testing certificate and the manufacturing paper. The cross section surface shows no irregularities which indicate material conformity. As no further details were available, we are not able to reliably determine a cause for this problem. There is evidence that too high of a mechanical force into possible cortical bone may have caused these breakages.